Event description:
It was reported that the patient's leadless pacemaker exhibited an increase in capture threshold resulting in intermittent capture. Programming changes were made. The patient was stable.